Event description:
It was reported that low sensing signals were observed. During a reposition attempt, adequate sensing thresholds could not be obtained. The lead was explanted.

Manufacturer narrative:
Analysis found normal electrical characteristics. Dried body fluid/tissue inside the header and inner insulation prevented helix actuation.